Event description:
Olympus was informed that the user facility had not been reprocessing the auxiliary water channel of all their endoscopes for an unspecified period. There were no reports of any pt or user infections.

Manufacturer narrative:
No devices were returned for evaluation. Based upon the information provided, the user facility was not reprocessing their endoscopes in accordance to the instructions for use. The user facility had been reprocessing the subject device in an automatic endoscopy preprocessor, but had not been reprocessing the auxiliary water channel. An olympus endoscope service specialist (ess) has visited the user facility, and provided in-service training regarding the appropriate reprocessing of endoscopes. The ess has also provided the user facility reprocessing dvd's and educational materials for additional reference. This report appears to be due to user error. This report is being submitted as a medical device report in an abundance of caution.